Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the patient was using infusion 9 millimeter (mm) cannula and noticed redness around the cannula. This was after the patient changed their infusion site. The patient did see their physician for this event, started concomitant medication/therapy, received a CT scan, and had the abscess at infusion site successfully drained. No medical or surgical intervention was reported.